Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Difficulty to open or close the foot could not be tested/confirmed due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem codes 2017 and 1562 removed; 1069 added.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after deployment of the second proglide device, the lever could not be closed completely and the foot did not retract. The physician tried to manipulate the device in an attempt to get the foot to retract but the black sheath separated from the guide into two pieces and remained in the patient. A small cutdown was performed and the device was removed. The tavr procedure was completed. The sutures of the proglide devices were still present and were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.